Event description:
The patient was a (B)(6) male. During a re-canalization of the right tibio fibular trunk, the physician had difficulty deflating the savvy balloon during the second dilatation. The removal of the balloon was also difficult. Physician indicated that it seemed unset. A portion of the balloon remained inside of the patient artery. The arteriography showed a lack of opacification in the tibio fibular trunk. A new dilatation is planned. Recanalization of the posterior tibial artery is fine but the persistence of residual stenosis led the physician to place stents in the tibio fibular trunk to the lower third of the posterior tibial artery. Four days later, the patient had surgery for the amputation of the 2nd and 5th right toes.

Manufacturer narrative:
Information received from an affiliate indicated that during percutaneous transluminal angioplasty the physician encountered difficulty deflating the balloon and that the balloon separated in the patient and remained inside the patient's artery. The patient was a (B)(6), medical history and vessel lesion characteristics are unknown. During a re-canalization of the right tibio fibular trunk, the physician had difficulty deflating the savvy balloon during the second dilation. The removal of the balloon was also difficult. The physician indicated that it seemed unset. A portion of the balloon remained inside of the patient artery with arteriography showing a lack of opacification in the tibio fibular trunk. A new dilatation is planned. Recanalization of the posterior tibial artery is fine but the persistence of residual stenosis led the physician to place stents in the tibio fibular trunk to the lower third of the posterior tibial artery. Four days later the patient had surgery for the amputation of the 2nd and 5th right toes. The device has been returned for evaluation. One non sterile catheter pta savvy small vessel 3x10 was received coiled inside a plastic bag. The balloon was not received with the device. No other anomalies were noted. A deflation test could not be performed since the balloon was not received. The unit was introduced to a 4f cordis sheath introducer and the sheath was removed without any anomalies. Sem results showed that the external body separation proximal surface exhibited evidence of elongation, multiple tears and abrasion; elongation are common characteristics of pieces which were stretched/ pulled until separation; the remaining distal section of the balloon exhibited evidence of scratching. According to the observed conditions, it appears as if the balloon had detached from proximal to distal; however this could not be conclusively determined. The marker band exhibited no anomalies. It was not possible to conclusively determine how the observed conditions were caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The customer reported complaint of balloon separation was confirmed, due to the separation of the balloon and not receiving the balloon the deflation difficulty could not be confirmed. A functional test for withdrawal was successfully performed, but again the balloon was not attached to the device during the testing. With the limited information provided it is not possible to determine an exact cause for the event, but there are potential lesion characteristics and procedural factors that may have contributed to the reported events. There is nothing in the analysis, the device history report review or the information provided to suggest a manufacturing or design related issue therefore no corrective action will be taken.

Manufacturer narrative:
Information received from an affiliate indicated that during percutaneous transluminal angioplasty the physician encountered difficulty deflating the balloon and that the balloon separated in the patient and remained inside the patient's artery. The patient was an (B)(6) male, medical history and vessel lesion characteristics are unknown. During a re-canalization of the right tibio fibular trunk, the physician had difficulty deflating the savvy balloon during the second dilation. The removal of the balloon was also difficult. The physician indicated that it seemed unset. A portion of the balloon remained inside of the patient artery with arteriography showing a lack of opacification in the tibio fibular trunk. A new dilatation is planned. Recanalization of the posterior tibial artery is fine but the persistence of residual stenosis led the physician to place stents in the tibio fibular trunk to the lower third of the posterior tibial artery. Four days later the patient had surgery for the amputation of the 2nd and 5th right toes. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available and without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided it is not possible to draw a conclusion about a clinical relationship between the device and the event however there are potential vessel/lesion characteristics that may have contributed to the reported difficulties. There is no indication in the reported information of the device history review that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.